Manufacturer narrative:
Sc-1132 sn (B)(4) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation while charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient was experiencing burning sensation while charging the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.